Manufacturer narrative:
This is a report of a use error where the patient did not connect the supply line tightly and the supply bag disconnected, and then reconnected and used the same supplies for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line of the homechoice cassette disconnected from the supply bag. This occurred during set up for peritoneal dialysis therapy. The patient stated this was due to an incomplete connection. The patient then reconnected the line and bag, secured the connection, and then resumed therapy with the same supplies. The technical services representative (tsr) explained that to the patient that they should always start over with all new supplies if a bag becomes disconnected. The tsr assisted the patient with removing the cassette and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.